Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during r emoval of hardware in a patient who had underwent previous spinal fusion. It was reported that the solera driver tip broke while trying to remove the set screw. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part# 5584109 lot# ot18e005 visual and optical examination identified it appears that part of the tip of the instrument has been sheared off and the rest of the tip is twisted. The metal deformation gives indication that the failure was the result of torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.